Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: [ref (B)(4)]. It was notified this week of a possible suture related issue at (B)(4). The account mentioned that they had 4 readmissions of episiotomy repairs within the last couple weeks. The surgeon involved thought that the suture may be the cause. The account isn't able at this time to determine the suture that was used. I attempted to enter an ftr into sfdc but I am unable due to the fact that I do not have an identified suture and lot number from the account at this time. Additional information requested via email.